Manufacturer narrative:
The manufacturer previously reported in reference to a dreamstation 2 device. There is an allegation from a user that the device has a burn smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party repair center for service. During the evaluation of the device, the third-party service center noted that the customer complaint was not reproduced. The unit passed performance testing. Other items noted: reusable pollen filter needs service, blower box with contamination, pca needs to be replaced, and usb cover is missing. The manufacturer is submitting a final report at this time.

Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation from a user that the device has a burn smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to a dreamstation 2 device. There is an allegation from a user that the device has a burn smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.